Manufacturer narrative:
Device was not available for evaluation. Device was discarded. No photos were taken of the device. Proper materials and methods of manufacturing were utilized on device history review. No excursions noted.

Event description:
During a left atrial appendage closure (laac), the patient developed a pericardial effusion and cardiac tamponade. A pericardiocentesis was performed. The patient was stable at the end of the procedure.